Event description:
The patient claimed that the down and ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact .there was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Th subject pump was evaluated and it was noted that all the keypad buttons were responding intermittently. Product analysis removed the keypad and found adhesive under the contacts.